Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the cause of the coronary sinus perforation. There has been no reported allegation that a product malfunction contributed to the event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU), which have been reviewed and found to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a coronary sinus injury occurred while placing a proplege catheter. Patient outcome is unknown. Although several attempts have been made to retrieve details about the event, device and patient, no further information has been provided. Should new information be received at a later date, a supplemental MDR will be submitted.